Event description:
The following was reported via maude event report ((B)(4)): as reported: "pt called to report on 3 types of implanted mesh products that are causing her major problems. Pt stated she was rushed into the ER in 2007, for a hernia operation and was then implanted with surgical mesh. Pt says now the bottom of the mesh is sticking out and has created a huge hernia. Pt states she died twice during her first surgery and says her doctor refuses to perform another hernia operation on her and told her she would have a 1 in 5 chance of surviving it. Coughing is what caused the first hernia rupture. She is in a lot of pain and feels like "a walking time bomb". Pt is scared it can rupture at any time. Pt says the hernia she has now, under the mesh, is a double hernia."

Manufacturer narrative:
We are unable to contact the pt due to information not being provided. This MDR includes all information we have to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The pt reported to ethicon that she underwent implant of three meshes including a bard collamend graft. The pt alleges she developed a hernia recurrence after a coughing episode. Although medical records have not been provided, recurrence is a known adverse event listed in the product's IFU. Additionally, product identifiers have not been provided, therefore a manufacturing review is not possible. With the currently available information, no conclusion can be drawn.